Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection was reported between the supply line of the homechoice cassette and the supply bag, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device experienced a system error (se) 2240 (air in line/set). The hp was connected to the device and hc was in the dwell phase of peritoneal dialysis therapy when the supply bag disconnected and fell to the floor that triggered the se 2240. The renal therapy services (rts) agent explained the se 2240 and advised the patient to must start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.